Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, several pod pcs were implanted in the target location using the microcatheter. While attempting to advance another pod pc through the microcatheter, the physician encountered resistance and the pusher wire became kinked. Therefore, the pod pc was removed. It was also reported that another pod pc became contaminated prior to use; therefore, this pod pc was not used in the procedure. The procedure was completed using additional ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 30.5 cm from the proximal end. The returned pod pc was advanced through its introducer sheath. The embolization coil was undamaged and was initially intact with the pusher assembly but became detached after decontamination. Conclusions: evaluation of the first returned pod pc revealed a fractured pusher assembly. If the device is forcefully advanced against resistance, damage such as a pusher assembly kink may occur. Further manipulation of a kinked device may result in a fracture. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Evaluation of the second returned pod pc revealed pusher assembly kinks. The complaint indicated that the device was dropped and not used in the procedure; therefore, these kinks were incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor: 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, several pod pcs were implanted in the target location using the microcatheter. While attempting to advance another pod pc through the microcatheter, the physician encountered resistance and the pusher wire became kinked. Therefore, the pod pc was removed. It was also reported that another pod pc was dropped and became contaminated prior to use; therefore, this pod pc was not used in the procedure. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.